Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were gel air bubbles in 3 devices. There were no health consequences or impacts reported.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were gel air bubbles in 3 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubbles was observed. 200 retained samples were visually inspected, and 17 out of 200 tubes had gel air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.